Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample returned: one (1) sample was returned for evaluation p/n 101/860/070; the sample was received in used conditions without original package. Visual inspection: the returned sample was visually inspected at 12? To 16? And normal conditions of illumination. Results: inflation line detached from pilot balloon was found and a lack of solvent was observed on tip of inflation line; the complaint was confirmed. Based on the analysis conducted in the sample provided, inflation line detached failure mode was confirmed. Therefore, according to on pfmea (rmp 1065) the occurrence of this failure condition could be caused by not enough solvent at joint. The cause of the reported problem was traced to the manufacturing process. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Manufacturer narrative:
Only the month (B)(6) and year (2021) of the event date are known. Customer facility phone number: (B)(6). Customer contact phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that the pilot balloon got torn off from the suction line of the portex tracheostomy tube. The trach tube was removed and replaced as a result. The aforementioned product problem did not cause or contribute to an adverse patient health effects.